Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Review of the provided image is consistent with the alleged complaint: conductor wire insulation was damaged, and the internal wire was exposed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the insulation on the conductor wire of a fenestrated bipolar forceps (fbf) instrument was peeled off. The instrument was not used on the patient. The customer used a backup fbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the damage was noticed during preparation and before anesthesia. The instrument was not used in the procedure due to the issue. There was no sign of thermal damage or arcing. In the previous procedure usage, there was no issue in the pre-surgery inspection. Inspection was also performed in the post-surgery cleaning process; however, it was unknown if there was any damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a tear near the end that attaches to the yaw pulley. The wires were exposed but not fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. The complaint was confirmed by failure analysis.